Manufacturer narrative:
The biomedical engineer was advised to send the log files in for qa investigation and they are currently awaiting review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported that cns device pu-621ra s/n (B)(6) spontaneously shutdown and rebooted. Preventative maintenance has not been performed since installation on 1/30/2016. Device manufacturer, nkc, was requested to investigate device logs. Device log was provided; however, the dump log was not available. Service requested: investigation. Service performed: investigation. Investigation result: nkc analyzed the available information as per below: "no dump file found, parsed from eventlog. Around 8/2 9: 46, it was discovered that a system error had occurred and the operating system had been restarted to return to normal. (B)(6) 2018 9:50:11 save dump just before the reboot, there was a log of increased processing load. (B)(6) 2018 9:46:30 realtimewavedata::getwaveforms get slipped time: 1302 9746 [mec] (B)(6) 2018 9:46:15 realtimewavedata::getwaveforms get slipped time: 1302 9100 [mec] (B)(6) 2018 9:45:32 realtimewavedata::getwaveforms get slipped time: 1302 9046 [mec] (B)(6) 2018 9:45:10 realtimewavedata::getwaveforms get slipped time: 1302 9286 [mec] there were also vfs errors. There may be a corrupt file that cannot be read or written. (B)(6) 2018 1:01:08 vfs file operation error 3919 movefile(c:\progra~1\nihonk~1\cns-6200\subaru\vfs\data/puid1014a7205b1f60bd/duid1610140c1014a720/epoch/wave/param12001081/file011668.dat) error. (B)(6) 2018 1:01:08 vfs file operation error 3919 movefile(c:\progra~1\nihonk~1\cns-6200\subaru\vfs\data/puid1014a7205b1f60bd/duid1610140c1014a720/epoch/wave/param04011081/file011651.dat) error. Check the hard drive for damage and reinstall from the operating system.ver.05-01 improves graphics processing load and hard disk processing performance. Please upgrade to the latest version for stable operation." The above analysis determined hard drive needed to be checked for damage and/or reinstall operating system to the observed vfs (virtual filesystem) errors. It is unknown what actions customer had taken. Cns device was not sent to nka for analysis. On 3/27/2019, customer stated "nothing is needed at this time", but did not provide further details. Due to the lack of provided information, the root cause of the reboot could not be determined. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is mitigated when user follows prescribed maintenance procedures. Investigation conclusion. Cns device was not sent to nka for analysis. On 3/27/2019, customer stated "nothing is needed at this time", but did not provide further details. Due to the lack of provided information, the root cause of the reboot could not be determined. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down.